Manufacturer narrative:
Reference record (B)(4). Additional information added to b5.

Event description:
On (B)(6) 2021, a nurse reported that the patient sought emergency care on (B)(6) 2021 for abdominal pain, stomach did not work and a small intestine occlusion was detected. On (B)(6) 2021, laparoscopy for occlusion treatment was performed and found that the peg tube had gone through the small intestine and colon¿s mesentery, causing the occlusion. A new peg tube was installed in a different location during that procedure. The patient was hospitalized from (B)(6) 2021. The pneumonia recovered on (B)(6) 2021. New placement of the intestinal tube is planned on (B)(6) 2021.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal perforation and bowel obstruction are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient was transported to the emergency department due to a bowel obstruction that was confirmed by CT image. On (B)(6) 2021, a new peg and intestinal tube were placed, but the intestinal tube was placed into the stomach and not into the small intestine. On (B)(6) 2021, it was reported that the bowel obstruction was opened endoscopically and the patient was diagnosed with pneumonia. It was also reported that the bowel obstruction was apparently related to the rupture of the intestine that happened when the tube was placed on (B)(6) 2020.